Event description:
It was reported that the pt underwent revision surgery for a broken screw (refer to MFR report 1030489-2010-00325). The revision surgery included c6/c7 posterior cervical arthrodesis, bilateral c5-c7 instrumentation and laminae foraminotomies for decompression. The anterior cervical hardware was removed; exploration of fusion at c6/c7. The screw heads, and proximal half of each screw, were removed. The distal fragment of the screws was left imbedded into the bone within the c7 vertebral body. The pt underwent fusion at c6/c7 using autologous bone graft and rhbmp=2acs. Postoperatively there were no complications. Three days post-op, the hardware was intact; labs, EKG and chest x-ray were normal. No swallowing issues were noted. The pt was discharged home. The pt experienced increased numbness in the right first three digits two and a half weeks post-op. Six weeks cervical x-ray films demonstrated adequate hardware position without evidence of complicating features. Paresthesias were gone. The pt had minimal neck pain and occasional spasms. Incisions were healed.

Manufacturer narrative:
(B)(4): with the available information, a cause or contributing factor cannot be identified.